Manufacturer narrative:
(B)(6). Other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative and a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's incision became infected about a week ago. The patient's lead was explanted and the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.